Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an issue screen is broken. No patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1 (e mail address), e2, e3, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to service the unit. There was no patient involvement reported. The fse replaced the cracked display top lcd and display seal. The unit passed all functional and safety tests and was returned to customer.